Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for sinus tach. Per the physician, the rhythm is sinus tach and wavelet initially withheld but then treated with all six therapies. It was noted that the an earlier interrogation did provide an observation that the wavelet template was inconsistent and additional information suggests several other episodes were inappropriately treated. A programming change was made for the implantable cardioverter defibrillator (ICD) to the egm2 vector which resolved the issue. The ICD remains in use. No further patient complications have been reported as a result of this event.